Manufacturer narrative:
Synthes devices were not implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient age, dob & weight not provided. (B)(4). Implant remove and two non synthes devices were implanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of zero-p variable angle implant on (B)(6) 2016, the plate came off the peek. While tapping the implant into the disc space the implant went too far posterior. Surgeon reviewed x-rays and noticed that the device seemed to be larger than when implanted. Surgeon was not satisfied with the position and posterior of the implant and decided to remove it. While removing the implant the surgeon noticed that the device had fallen apart. Surgeon retrieved the broken device and implanted two non synthes devices. There was a twenty to thirty minute delay in surgery. Patient's outcome was a-symptomatic. This report is 1 of 1 for (B)(4).